Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 5/7/2024 it was reported by a sales representative via (B)(4) that an ar-7800 fibertape cerclage tensioner spring and release lever popped when the surgeon pressed the release button. The patient was not affected. This was discovered during a procedure with no reported patient harm.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-7800 batch 051935 was received for investigation. The visual inspection revealed that the ratchet shaft had broken off, and there were evident signs of wear and tear. Functional testing could not be conducted due to the device being damaged. The condition reported is likely due to overstressing a device that has naturally and inevitably deteriorated from normal wear or aging. The device was manufactured in 2019.